Event description:
An attempt was made to use a mo.ma ultra cerebral protection device to treat 90% stenosis in the internal carotid artery. Aortic arch type I. Tortuosity was low. No significant calcification. Negative prep and inspection was performed on device prior to insertion into patient with no issues noted. The proximal balloon was inflated in the external carotid artery for 3 minutes but was noticed to be deflating. Inflation to the balloon was controlled and visualized angiographically prior to the pinhole. Another attempt was made to deflate and inflate but the same issue occurred. It was decided to use another device. It was reported that no injury was caused to the patient. Evaluation summary: a shaft kink was evident close to the proximal balloon. During the technical investigation, leakage from the luer bonding was identified.

Manufacturer narrative:
(B)(4). Evaluation codes, results: other (based on the information available no root cause can be determined).